Manufacturer narrative:
(B)(4); device was not returned for evaluation. The following information was requested, but unavailable: was there any patient consequence? How was case completed? How many devices were of issue on this procedure? How many cases occurred that er320 had same issues (as said experiencing issues with current ethicon 10mm clip applier)? Please provide procedure dates, types of procedures, device product codes, issue(s) that occurred with devices, and contact persons for case such as name of surgeon and name/department of contact at facility who will get replacement product.

Event description:
It was reported that during an unknown procedure, the device failed. Experiencing functional issues with the device. The clips are misaligned when fired and are slipping off of the vessels they are intended to occlude. There were no patient consequences.